Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The customer stated that the lcd screen had a crack and was changing colors making it difficult to read the display. The blood glucose at the time of the incident was unknown. Troubleshooting was performed and the customer stated she had dropped the device a few times. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no display anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and minor scratches on the display window noted.